Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 58 mg/dl. The suspected cause was due to the healthcare provider adjusting the customer's settings a day prior. Reportedly, the customer is new to using the pump and is working with their healthcare provider to obtain the correct settings. The customer consumed carbohydrates to address bg levels. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.